Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male patient in acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support post stent surgery. Prior to implant, the patient became hypotensive and had low cardiac output. The physician then performed percutaneous coronary intervention and implanted the impella cp. The patient later developed oozing at the impella cp insertion site (groin). The physician wanted heparin held until the activated clotting time (act) was around 160 due to the oozing. Dressing was changed and there were no signs of oozing/bleeding.